Manufacturer narrative:
Two caregivers performed a transfer of a patient. The transfer went well until the arrival above the bed. Then, the slingbar separated from the lift. The patient fell from a height of approximately 60 cm and fell flat on her back on the mattress. The patient was very scared and complained of back pain. The patient said she was afraid and remained shocked. Healthcare facility secured the patient, reassured, and listened to the patient. Auscultation of the doctor; verified constants and interview with the psychologist. Patient lift was removed from service. The golvo mobile lift in intended to be used for transferring patients (adult or children) between devices (e.g., within the room), floor lifting, horizontal lifting, supporting patient limbs, ambulating patient, bathing patient, toileting patient, weighing patient and transferring patients from car. Intended for use in following environments: health care, intensive care, emergency ward, rehabilitation, habilitation. The lift was inspected by a service technician, and it was found that the connection of the slingbar to the lift is missing, which caused the slingbar to separate from the lift. The slingbar is connected by a bolt and a lock nut. Inspection further showed that despite several removal of the screw and lock nut, the lock nuts have not been replaced. The service technician advised the biomedical engineer at the customer that all the lock nuts shall be replaced. Periodic inspection was performed 21 feb 2022. Periodic inspection was not performed by a hillrom technician. Instruction for use for golvo 9000 mobile lift, 7en140108 rev. 1, states that, before lifting, always make sure that: the lifting accessory is selected appropriately, in terms of type, size, material and design, with regard to the patient¿s needs; the lifting accessories are not damaged. The lifting accessory is correctly attached to the lift. According to hillrom¿s periodic inspection for liko mobile lifts (3en371001 rev. 4), the slingbar must be checked at least once every year. In the document it is stated under section 6 slingbar: check that the unit rotates freely on its bearings. Make sure the sling bar doesn¿t rotate unevenly, wobble or the spinning stops due to high friction. Make sure that both latches are mounted and fall back against the body of the sling bar. Check that the sling bar is correctly fastened. Make sure there are no deformities in the attachment points (a). The reported pain is not a serious injury. Pain is a symptom and is an unpleasant sensation occurring in varying degrees of severity and typically stops once the stimulus is removed. Pain or discomfort is not life-threatening and does not require treatment to prevent permanent impairment of a body function or structure. The reported event did not result in serious injury or serious deterioration in the state of health. The slingbar has not been fastened correctly. The nut has not been tightened enough or the nut used has received a reduced function of locking itself from unscrewing from the bolt. Although the reported event did not result in a serious injury, the report of a slingbar not fastened correct could contribute to a serious injury or death, if the malfunction were to recur. Therefore, hillrom considers this complaint a reportable malfunction.

Event description:
Hillrom received a report from the account stating that there was an incident with golvo mobile lift during the transfer of a patient. Screw holding the buckle to the slingbar fell off. There was no patient or user injury. This report was filed in our complaint handling system as (B)(4).